Event description:
The customer reported one false positive antibody screening test with cell #1 and #2 of biotestcell 3. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive test result. Therefore, our quality control laboratory tested the retained sample of biotestcell 3 with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was thoroughly checked with no indication for any problems or malfunctions.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported one false positive antibody screening test with cell #1 and #2 of biotestcell 3. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive test result. Therefore, our quality control laboratory tested the retained sample of biotestcell 3 with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Evaluation of the affected tango optimo's field service report is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.